Event description:
It was reported that during a da vinci-assisted videolaparoscopy for myomectomy with lysis of pelvic adhesions and epipoplasty surgical procedure, during the intraoperative phase of the myomectomy, the fenestrated bipolar forceps (fbf) steel wire broke with 02/14 lives. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.